Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The customer states damage around the reservoir and the reservoir does not stay in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case on display window corners, cracked reservoir tube window corners, cracked reservoir tube window, completely broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.